Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws could not be re-opened while on tissue. The device jaws were removed from tissue by resecting the tissue directly adjacent to the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.